Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the lead was could not be fixed to the cardiac tissue. The lead was exchanged during the procedure. The patient was stable in condition.

Event description:
New information received notes that the product is not returning for analysis.

Manufacturer narrative:
The reported event was the lead was unable to be implanted. Analysis found that a complete lead was returned in one piece measuring 58.0cm. Visual inspection found the helix was bent/stretched and clogged with blood/tissue. X-ray examination of the lead found the helix was bent/stretched which is consistent with procedural damage. Unable to perform helix mechanism test due to the damaged helix, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.